Manufacturer narrative:
The reason for this revision surgery was the patient was dislocating. The previous surgery and the revision detailed in this investigation occurred over 2 months apart. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. The complaint investigation history was reviewed and no trends or on-going issues were deemed to be present or in need of review. The root cause of this complaint was a revision surgery due to dislocation. There were no findings during this investigation that indicate that the reported device (s) was the source or had a direct connection with the patient's dislocation. There are multiple factors that may contribute to the event that are outside the control of (B)(4) are loose joint from soft tissue impingement, patient activities or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the dislocation and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient dislocating, the surgeon put in a 36 neutral with a spacer, and a 36+4 semiconstrained liner.